Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, improperly closing the surgical site, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient touching or picking the wound, severe force applied to the implant, excessive twisting, bending, or stretching, inadequate fixation, and contraindicating conditions have been ruled out. However, multiple tunneling attempts were performed between the two incisions, which may be a contributing factor. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue as multiple tunneling attempts were performed (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported that their incision has not fully healed. During their follow up appointment, the physician placed a few non-absorbable sutures, and prescribed antibiotics to help close the incision. The following week, the sutures were removed and the incision was healing nicely.